Event description:
A user facility reported that an intraocular lens (iol) was damaged in the package and had a mark on the lens. Patient impact is unknown. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis. One haptic was torn/split/cracked in the gusset (haptic to optic) area. The optic had two torn/split/cracked areas with scuffs. This damage is typical of caught in the case damage from being caught on the posts of the lens case. The lens was improperly cased from the manufacturing facility, which caused this damage. There have been no other complaints reported in the lot number. Additional information was requested by mail on 12/02/2010. A completed questionnaire has not been received. (B)(4).